Event description:
It was reported that non sustained right ventricular oversensing and post paced t wave oversensing due to fusion or pseudofusion was observed on the implantable cardioverter defibrillator. Programming changes were made in clinic. The patient was discharged in good condition.